Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm and pump error alarm. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. Customer stated that they were not able to clear the alarm. Customer was assisted with self test and pump alarm recurred. The insulin pump will not be returned for analysis.